Manufacturer narrative:
(B)(4) the device is currently under investigation at our bbm laboratory in (B)(6), a follow up report will be provided when the inspection results become available. Ref (B)(4).

Event description:
As reported by the user facility. Over infusion: delivery rate too high.